Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at third-party service center, the third-party service technician confirmed the customer¿s issue and observed error codes e-059 (battery not charging) in the device¿s event log. The third-party service center service technician evaluated and determined the detachable battery had caused the system error to occur on the device. The third-party service technician replaced the detachable battery to address the issue. Additional findings not related to the malfunction/issue was the filter cover was missing and there was contamination on the machine flow sensor and one of the in-line proximal filter. The following parts were proactively replaced on the device: muffler assembly, particulate filter, and the air inlet foam filter. After replacing the parts on the device, a system test was performed on the device. The device passed the system test and was found to be operational.